Manufacturer narrative:
1. We have not received the defective sample and photos, and the rupture state of the catheter tip cannot be identified. 2. DHR bhr review lot: 4016709. 1 the products of this batch were assembled at intima ii auto line 3 in february 2024 and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 review incoming inspection records of catheter, no abnormalities. Material number: b5190aal, batch number: 3158046 5 review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 3. The retained sample of this batch is taken for relevant functional tests: visual inspection of the catheter tip and penetration force test (including needle tip penetration force, catheter tip penetration force and catheter drag force). No abnormality is found in the test results. 4. During the production process, the catheter head will be tipped to facilitate smooth puncture, and the catheter after tipping will be 100% detected by the vision system. 5. According to ma feedback, there are many factors causing hematoma at the insertion site, and possible related factors include: 1 puncture through the blood vessel is not found in time, so that drug leakage or small hematoma, the formation of local swelling. 2 lax disinfection during operation causes infection. 3 some drugs may cause skin redness and swelling. 4 the patient's own physical causes. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1 no abnormality is found on process and retained sample; no material and process changes; products meet the requirement of bi sterility test before release; no similar complaints have been received from other hospitals regarding this batch of products. 2 according to the available information, the rupture of the catheter tip, hematoma at the insertion site, and possible a foreign matter in the vein all occurred after the product was used, and the plant has not received the defective sample for further testing, so the root cause of the above defects cannot be determined.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc catheter broke/separated after placement. After use, the soft-tip hose of the indwelling needle was found to be ruptured, the patient had a hematoma at the puncture site, and a foreign body may have been retained in the vessel.